Event description:
It was reported there were telemetry issues. A stimulator overdischarge was suspected. The rep indicated that this was the pt's second overdischarge. The pt indicated they consistently use stim and charge on 16th of every month. The physician would like to replace the stimulator.